Manufacturer narrative:
This event is not reportable anymore.

Event description:
Additional information received that surgical intervention was not performed on the ipg. Issue was resolved on its own.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at the ipg site when the stimulation is on. As a result, surgical intervention may be pending to address the issue.